Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was something wrong with the stimulator because it was causing severe neuropathy on the right side of her body. The patient stated it goes straight to the heart. The patient noted that even with the implant off she was getting electric frequency on the right side of her body and top of her head. The patient had an appointment for a CT scan or MRI and had just gotten out of a mental hospital. Additional information received from the manufacturer representative reported that the cause of the neuropathy or electric frequency was not determined. The representative reported that the patient believed the electric frequency she was experiencing was the result of a former acquaintance maliciously inserting a type of ¿spyware¿ into her head. The patient did not believe the ¿spyware¿ was communicating with her implant, but did believe that the ¿spyware¿ was causing her to hear voices. The patient turned the system off and wanted it explanted even though she did not believe the system itself had anything to do with her paranoia, the ¿spyware¿ or voices she¿s hearing. The indications for use were non-malignant pain and head/neck (non-malignant). No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.